Manufacturer narrative:
D10 concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#:p3d0080), gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#:p4b1080), gia10038s, gia10038s gia100-3.8 sgl usereloadstap (lot#:p3h1082), ta9035s, ta9035s ta 90-3.5 reloadable stapler,(lot#:p4b0851). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open colectomy, when stapling the colon, on the first gastrointestinal anastomosis stapler there was difficulty firing, pushing the firing nozzle half way and getting stuck. It was also noted that three gastrointestinal anastomosis staplers had difficulty in unloading. The fifth open stapler had an unspecified issue. A new device was used to resolve the issue.